Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. The cause of death is listed as "thrombosis/cva."

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4). Due to the device not being available for evaluation, a correlation between the device, the reported stroke and the suspected thrombus could not conclusively be determined. However stroke and thrombus are listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information: the patient's cause of expiration was noted as cerebrovascular accident (cva). Pump thrombus was suspected but never confirmed. The center did not share information regarding pre-existing conditions, anticoagulation history, autopsy report and log files. The pump was explanted but not returned.